Manufacturer narrative:
Analysis was performed by remote service personnel which included talking with the customer and forwarding the issue to the application team. The results of the analysis were that the pressure dome and pressure transducer, are possible sources of error. As well, the same error pattern occurs if the three-way stopcock is zeroed against the pressure infusion, instead of against the atmosphere. The customer was advised to check both possible root causes and to report back if the issue still recurs. After a follow up the customer confirmed he could not confirm the root cause as the problem did not occur again. The product malfunction was unable to be confirmed because the issue did not recur. A review of the service history for this device shows the problem has not been reported again for this device. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported, that on the intellivue x3 patient monitor, used in conjunction with the philips hemo two right heart measurements, with negative pressure curves were noted. Which are inconsistent with the patients' conditions. Despite being zeroed, the pressure curves were in the negative range when the patient gave a breathing command. The pressure domes and cable connections were replaced, but this did not change the curves. The device was in clinical use. There was no report of patient or user harm.